Manufacturer narrative:
Sections with additional information as of 07-jan-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and stomachache. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). At the time of the call, the customer reported symptoms of headache and stomachache; medical attention was not needed at the time. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 01/21/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. Customer stated she would purchase new test strips.